Manufacturer narrative:
Analysis of the lead (lot #: va0kxfh) found that all conductors were broken 9 cm from the distal end. Analysis of the extension (serial #: (B)(4)) found no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the lead implant scheduled for (B)(6) 2018 was cancelled and that they had no further information regarding the cause of the high impedance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0kxfh, (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported the lead had high impedances. No contributing factors were known. The lead and extension were removed. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the replacement of the intracranial lead was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that resolution of the high impedances was scheduled and that the lead im plant was scheduled for (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system was updated. If information is provided in the future, a supplemental report will be issued.